Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified the reported f38 alarm. The cause was determined to be damaged force sensing resistors (fsrs). To address this issue the fsrs were replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.